Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: due to damage on switch 2, water tightness was lost, and distal end had discoloration. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope distal end had histoacryl damage. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: biopsy channel, plastic distal end cover, and bending section cover had foreign material present. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. There was no delay to the start of pre-cleaning, which was properly implemented. During pre-cleaning the customer flushed the air/water nozzle with water and air. The customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brush, or sponge. The customer flushed the air/water nozzle/channel with detergent solution. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: cf-ez1500dl/I operation manual chapter 3 "preparation and inspection" shows how to detect the event. Cf-ez1500dl/I reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.